Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the device was fired but straps did not form and not adhere to the mesh. Once fired, the device locked. The procedure was completed with another like device. There was no adverse consequence to the patient reported.